Event description:
Report received from the USA stating that during an ear surgery, the motor device "would not turn." There was a ten min delay to the surgery due to getting another identical motor device ready for use. The reporter stated that there were no injuries reported. The reporter stated that pt info would not be provided. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The motor device was evaluated and passed all mfg specifications. The reported condition could not be confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).